Event description:
It was reported that an x-tip drill separated in the mandibular molar area; the separated piece was retrieved.

Manufacturer narrative:
Though there was no injury reported in this event, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body stricture or permanent impairment of a body function. The device is available for evaluation, though had not been returned as of this report. Evaluation results will be submitted as they become available.